Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. An interrogation revealed the right atrial (ra) lead exhibited undersensing which led to overpacing. The ra lead remains in use. No further patient complications have been reported as a result of this event.